Event description:
On april 13, 2026, senseonics was made aware of an incident in which the user reported an infection at the sensor insertion site. The user described symptoms including redness, skin hardening, and discharge, which developed approximately two to three weeks after insertion. The user's healthcare provider was aware of the event and evaluated the site. The healthcare provider indicated that the presentation could be consistent with an allergic reaction, although the exact cause could not be determined. Treatment was initiated, including topical and oral medication.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. At the time of complaint review, the user reported ongoing evaluation and had not confirmed sensor removal. Subsequent outreach attempts were unsuccessful, and no additional updates were available.